Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise, resulting in inappropriate shock. All vectors exhibited noise with movements that activate the pectorals and dorsal muscles, such as shaking hands, raising the arm above the shoulder, opening and closing the chest, isometric planks. Device was programmed to primary vector. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations for programming options, and recommended x-ray imaging. The device remains implanted. No adverse patient effects were reported.